Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g6 continuous glucose monitor unpairing from the device, with the dexcom app still displaying glucose values and pairing attempts visible after toggling settings, restarting, and re-entering the pairing code. Symptoms included no reported change in blood glucose. Outcomes included no interruption of therapy and no need for medical intervention or hospitalization. Investigation included technical troubleshooting and user education with confirmation of attempted re-pairing procedures. Investigation of this case revealed that the cgm and app were functional, and the device was attempting to re-establish the bluetooth connection. It was concluded that the event was a pairing failure with no clinical impact and resolved through troubleshooting without further action.